Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from literature, a study aimed to analyze the outcomes, safety, and learning curve of two surgeons performing robotic-assisted partial nephrectomy surgeries with the hugo ras platform. From may 2023 to october 2024, 42 patients underwent partial nephrectomies for renal tumors. Postoperatively, one patient developed a pseudoaneurysm (bleeding/hematoma) that required vascular embolization. "Robotic-assisted partial nephrectomy with the hugo-ras system: initial experience, surgical outcomes, and learning-curve assessment." Central european journal of urology, published: nov. 27, 2025.